Event description:
It was reported that this pacemaker is suspected to be depleting prematurely. A request was made to have a data analysis from this implantable device. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service.

Event description:
It was reported that this pacemaker is suspected to be depleting prematurely. A request was made to have a data analysis from this implantable device. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service.

Event description:
It was reported that this pacemaker is suspected to be depleting prematurely. A request was made to have a data analysis from this implantable device. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. Additional information received indicated that this pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker is expected to return for analysis.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker is suspected to be depleting prematurely. A request was made to have a data analysis from this implantable device. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. Additional information received indicated that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.